Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk report noted that no anomalies were found.

Event description:
It was reported that there were no electrocardiograms (ECG) associated with episodes of atrial fibrillation stored by the implantable cardiac monitor (icm) and that the remote monitor did not interrogate the right information. It was recommended to verify the icm programming was correct. Follow-up was done and it was reported that the patient had not yet been evaluated and therefore the device programming had not been reviewed. Both the icm and remote monitor are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.